Event description:
The customer contact reported that after tubing set was removed from the device, the rocker arm of the cassette remained in the open position. On an unspecified date and time, an unspecified channel of the device was programmed to deliver an unspecified antibiotic via a manifold. No specific pump programming parameters were provided. The customer contact stated that a manifolds is used to connect several tubing sets together and is reportedly switched off as needed to help prevent infection. After an unspecified length of time, customer contact reported that after the nurse started the delivery of a new antibiotic, it was noted that fluid back flowed into a previously used "tubing and empty bag of medication." The customer contact indicated that after tubing set was removed from the device, the flow stop of the tubing set was not closed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. (B) (4)